Manufacturer narrative:
Pt info: unknown/ not provided. Date of event: unknown, but it was indicated around september. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. Implant and explant dates: if implanted or explanted; give date: not applicable as the lens was inserted and removed. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the pcb00v tecnis monofocal iol (intraocular lens) was caught in the plunger of the delivery system and tore off during implantation. Reportedly, the lens was inserted into the patient's operative eye without the trailing haptic. A capsular bag rupture occurred while the surgeon was trying to find the detached haptic inside the eye. For those reasons, a vitrectomy was performed and the pcb00 lens was removed and replaced with a 3-piece lens. The replacement operation was concluded safely. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device serial number has been provided therefore, the following fields have been updated accordingly: serial#: (B)(4), catalog#: pcb00v0215, expiration date: 4/2/2021, UDI #: (B)(4), device manufacture date: 4/2/2018. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.